Manufacturer narrative:
Product evaluation: service and repair examined the device; the customer¿s reported issue could not be duplicated. A wave washer was replaced due to a loose cable clip and the device was successfully tested to manufacturing specifications.

Event description:
It was reported that the device "was not responding with the unit." There was no patient impact.